Manufacturer narrative:
Date of event provided is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test assay performed on an unknown date. This MFR. Report addresses result one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on an unknown date. Confirmation testing using both rapid and pcr (platform unknown) tests were performed with their primary care provider on unknown date generated negative results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test assay performed on an unknown date. This MFR. Report addresses result one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on an unknown date. Confirmation testing using both rapid and pcr (platform unknown) tests were performed with their primary care provider on unknown date generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.